Event description:
This product contains a labeling discrepancy that may lead to potentially mistyping a drb1*13:50 allele as a drb1*13-:14 allele. This problem is related to (B)(4) reported in related MFR reports (for product drb1-13 ssp unitray 12 tests): 2244574-2015-00002, 2244574-2015-00003 and 2244574-2015-00004. The allset gold drb1-13 high res kit is affected by this complaint because it contains the same reagents as the drb1-13 ssp unitray kit that is the subject of the MFR reports listed above.

Manufacturer narrative:
This labeling error would not cause a pt to be incorrectly transplanted. Clinical laboratories are governed by (B)(4) guidelines based on laboratories to make clinical decisions based on multiple sources. Solid organ transplants require confirmatory testing derived from multiple sources to determine donor suitability. A transplant decision will not be made solely on the results of the testing result being either positive or negative. This product is not used as the sole source for typing analysis by transplant teams. Therefore, any discrepancy resulting from the use of this product is not detrimental and is detectable due to the above stated requirements. However, if a transplant did occur, the transplant of one non-identical allele in and of itself would not cause death or serious injury. Transplantation of non-identical alleles often occurs. In addition, as part of monitoring post-transplant pts and gvh, medical and/or surgical intervention is routinely part of the post-transplant regime. Therefore, this issue would not result in any additional injuries that are not inherently present for all transplantations. No delay in transplantation is expected based on this potential mistyping. A pt would not be passed up for a transplant due to one mismatched allele. Transplantation between non-identical matched donor and host often occurs and does not prevent transplantation.